Event description:
It was reported that st elevation, myocardial infarction / ischemia, hypotension and procedure was cancelled. During the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that agilis was exchanged for faradrive after transeptal over the pigtail exchange wire. Faradrive sheath was in the left atrium. Dilator and wire were slowly removed while aspirating. The physician continued aspiration and air bubbles were noted. The physician aspirated until there were no more air bubbles. Reinjected approximately 17 cc's of heparinized saline and blood mixture. Non-boston scientific device was then inserted. At that time, patient's blood pressure was noted to be decreasing. There was st elevation on the ECG tracing (12 lead EKG confirmed ii, iii, avf with st elevation). Procedure was aborted. Nitroglycerin was given, vasopressors was used to support patient's blood pressure. Coronary catheter was performed with clear coronaries. Intracardiac echocardiography (ice) was done. Emergent coronary angiogram performed which showed no blockages. Baseline ejection fraction for patient was 10%. Patient was admitted to the cardiac intensive care unit (ICU) and patient is expected to be fully recovered. The product is expected to be returned. It was further reported patient was discharged the next day. Patient did have a low ef at 10% which could of lead to a negative intrathoracic pressure. Pressure bag was used for flushing with roller clamp for the irrigation of sheath. Bubbles were observed on initial aspiration following faradrive insertion. Irrigation was not interrupted. Patient was under general anesthesia. Tidal volume was maintained with general anesthesia. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. St segment elevation, hypotension, myocardial infarction, and ischemia are potential procedural complications addressed within IFU.

Event description:
It was reported that st elevation, myocardial infarction / ischemia, hypotension and procedure was cancelled. During the pulse field ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that agilis was exchanged for faradrive after transeptal over the pigtail exchange wire. Faradrive sheath was in the left atrium. Dilator and wire were slowly removed while aspirating. The physician continued aspiration and air bubbles were noted. The physician aspirated until there were no more air bubbles. Reinjected approximately 17 cc's of heparinized saline and blood mixture. Non-boston scientific device was then inserted. At that time, patient's blood pressure was noted to be decreasing. There was st elevation on the ECG tracing (12 lead EKG confirmed ii, iii, avf with st elevation). Procedure was aborted. Nitroglycerin was given, vasopressors was used to support patient's blood pressure. Coronary catheter was performed with clear coronaries. Intracardiac echocardiography (ice) was done. Emergent coronary angiogram performed which showed no blockages. Baseline ejection fraction for patient was 10%. Patient was admitted to the cardiac intensive care unit (ICU) and patient is expected to be fully recovered. The product is expected to be returned. It was further reported patient was discharged the next day. Patient did have a low ef at 10% which could of lead to a negative intrathoracic pressure. Pressure bag was used for flushing with roller clamp for the irrigation of sheath. Bubbles were observed on initial aspiration following faradrive insertion. Irrigation was not interrupted. Patient was under general anesthesia. Tidal volume was maintained with general anesthesia. No other issue has been reported.